Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 18march2019. (B)(4). Reporter phone number unknown. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that a cooling fan had been disconnected. Philips field service engineer (fse) reported an led (light emitting diode) failure. There was no patient or user harm reported. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 09jul2019. Date received by manufacturer: 03jul2019. The philips field service engineer (fse) replaced the light emitting diode overlay reconnected the fan cable the unit passed testing and was returned to service. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.